Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was a non-sustained right ventricular oversensing alert received on the patient's implantable cardioverter defibrillator. Review of the event revealed the oversensing was due to noise on the ventricular sense channel. The noise was not reproducible in clinic with isometrics. The device was reprogrammed on 28 feb 2020 to address the oversensing. Later, the device was taken out of the pocket and inspected, and it was revealed that there were no set screw issues, and no noise was reproducible with device manipulation. The competitor right ventricular lead was explanted and replaced, and in the same procedure the device was also explanted and replaced, proactively. The patient was in stable condition.

Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory. Review of the stored electrocardiograms confirmed oversensing that was caused by lead noise on the competitor right ventricular lead. The device was tested on the bench and no anomalies were found. Additional information: concomitant medical products.